Event description:
It was reported that the patient presented to scheduled procedure. Prior to the procedure, the right ventricular lead exhibited noise leading to over-sensing. The lead was explanted and replaced. There were no patient consequences.